Event description:
Customer received low blood gas results for a pt sample. Initial sample type was unk, it generated the following initial (this analyzer) and repeat (another omni 6 analyzer) results: initial po2 result = 24.5, repeat 22.9 mm per hg; initial so2 result = 38.2%, repeat = 39.0%; initial so2(c) = 38.0%, repeat = 34.6%. She states analyzer has had ss instrument errors for a week. Customer states initial results were reported to the ER dr but she communicated to the ER nurse the sample type was unk and she was not sure about the results. Customer states she has never seen results like this before, and did not get the impression from the phlebotomist or nurse that the results matched the pt's clinical picture. The physician did not want the pt redrawn. Customer states pt was not treated based on the results and the pt was discharged the next day without incident.

Manufacturer narrative:
The field service rep determined pin holes in the fms tubing to be the cause, and he replaced the fms tubing. He performed calibration and quality control to verify analyzer operation.